Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
A healthcare professional reported leakage when using the following device: 22 cm (8.5") ext set w/2 microclave®, clamp, rotating luer during patient use. Since the event happened while no infusion set or other accessories were connected to the product (nothing was inserted/connected), the customer would like to confirm whether or not there was an initial defect. At the hospital, no similar cases were reported from the same lot at this time. The used device was washed due to contamination with anticancer drugs and blood. The reporter was unsure if there was any medication contact/exposure to the patient or healthcare provider. There was no impact to the patient or the health care provider. There was no delay in therapy, no adverse event/injury or human harm.

Manufacturer narrative:
One (1) used. List #ia-c42032, 22 cm (8.5") ext set w/2 microclave®, clamp, rotating luer was returned for evaluation. As received a visible crack in the female luer was observed and when the sample was primed a leak from there was confirmed. Complaint of leaks can be confirmed. However, without the returned of the used mating device probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.